Manufacturer narrative:
On 07/07/2021, the distributor confirmed that the device will not be returned for evaluation. The customer stated that " pump was not sent, due to, the problem really being a tubing error." The complaint could not be confirmed.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump (B)(4) had air get past the pump and almost into the patient. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.